Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: review of the black box data confirmed records of motor error. On investigation, the pump was powered on and rewind, load and prime steps successfully performed. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. The pump was opened for further investigation and revealed evidence of moisture contamination on the motor drive circuit as well as on the vibration motor contacts and throughout the interior of the pump. The pump case was noted to be cracked with moisture leakage into the pump at the site of the crack.